Manufacturer narrative:
Concomitant products: vamf3030c150tu, sn (B)(4); vamf3636c100tu, sn (B)(4); vamf3636c200tu, sn (B)(4); vamc3228c150tu, sn (B)(4). Film evaluation results are: pre-implant anatomy information, films during implant, and earlier post implant films were not provided. From the films provided, the sma, celiac, and both renals were seen chimney stented after three valiant stent graft were implanted in the descending thoracic aorta and two endurant extensions were implanted in the infrarenal aorta. Two valiant stent grafts was then seen implanted into the existing stent grafts, sandwiching the stents. This resulted in an approximately 1 cm gap radially between the valiant stent grafts in the mid-descending aorta, and an approximately 5 mm gap radially between the valiant stent graft and the endurant extension near the renals. Contrast was feeding the gaps. Contrast was also seen outside of the stent grafts, extending from the mid-descending aorta to just below the renals. The exact source and cause of the contrast could not be conclusively determined; however, it may have been a type iii junctional endoleak from the gap between the valiant stent grafts in the mid-descending aorta and the gap between the valiant stent graft and the endurant extension near the renals. The possible type iii junctional endoleak may have been due to physician implanting additional stent grafts in stent grafts that have been snorkeled.

Event description:
Three valiant stent grafts were implanted in patient for the endovascular treatment of a 60 mm in diameter thoracic aortic aneurysm. Two endurant extensions were also implanted one month previously. Two additional valiant stent grafts were implanted approximately two months after the original valiant implant. It was reported that approximately two years post index procedure a CT revealed that the patient had an unknown endoleak in the distal thoracic aorta that appeared to have emanated from the branch vessels. No intervention was performed and the event was not resolved. Per the physician, the cause of the endoleak was unknown. No sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.